Event description:
A healthcare facility in (B)(6) reported that if the blue plug on the pressure manifold inadvertently dislodges, insufficient flow is provided to the pt, resulting in a high temperature alarm. The reporter stated that when this occurs, the heater is found to have been turned off by a staff member on the previous shift as a troubleshooting action. It was said that turning the heater off silences the alarm, but the flow to the pt remains insufficient. The healthcare facility reported this as a general complaint; no specific event has been reported. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: as this was a general complaint, no devices were returned. An evaluation was carried out based on the event description provided. Results: based on the description of events, this is not a case of device malfunction or defect. A lot check could not be completed as no lot number was provided for this complaint. Conclusion: the rt329 infant continuous flow breathing circuit kit includes a pressure manifold which ensures pt safety by limiting the pressure delivered in an event of an occlusion, as well as allowing connection to a pressure monitoring device or an oxygen analyzer. The manifold is packed with the blue cap in place, however, the cap can be dislodged during shipping. The following statements are present in the rt329 user instructions: "check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a pt." We have received only one (1) other complaint of this nature in 2007.